Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the surgeon aspirated the valve reservoir after all the catheters were connected with a 25 gauge non coring needle. The valve continued to leak after the needle was removed. The surgeon replaced the valve with another one with minimal delay to the case.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation and leak testing. There was proteinaceous debris observed within the interior and exterior of the valve. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.